Event description:
It was reported that guiderwire detachment occurred. A 200cm, 8cm v-18 control wire was selected for an attempt to unblock a peripherally inserted central catheter (PICC) line. The wire tip broke inside the PICC line. There were no patient complications reported and the patient was stable.